Event description:
It was reported that after a coughing fit, the patient experienced inflatable penile prosthesis (ipp) reservoir migration from the space of retzious to right above the penis. A surgical procedure was performed in which the existing conceal reservoir was removed and replaced with a spherical component. There were no device malfunctions associated with the explanted device and the patient fully recovered following the procedure.